Event description:
MFR, invacare corporation. Invacare requested st. Clair send the casters to them & offered to replaces the casters at no cost to st. Claire. However, st. Claire did not want replacement casters & declined invacare's request to have st. Claire return the product for testing & evaluation. At this time, invacare states that "based on the serial number the wheelchair was at least 10 to 15 yrs old & without damaged casters, they are unable to research the complaint & provide a solution." General medical is not aware of any other incidents with this product.